Event description:
Boston scientific received information that that pacing impedances have widely ranged on this ventricular lead since implant and recently fell below 200 ohms. Noise, a rise in thresholds and varying amplitudes had also been recently noted. The physician was to further investigate. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that a new rate/sense lead was implanted and the other lead was partially surgically abandoned. This investigation will be updated should further information be provided.